Event description:
It was reported that high impedance and noise were observed. Patient received frequent vt therapies. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut in pieces at 11.6cm from the connector end, and 41.3cm from the distal end. Analysis showed normal continuity for each part of lead. The damage found was sustained during the surgical procedure. No anomaly found.